Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during routine generator change due to eri, an insulation anomaly near the connector pin was observed. No electrical anomalies were noted. The lead remains implanted.